Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. .

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse found tube deterioration was causing the black debris. The tube was replaced. The equipment was repaired and verified according to original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information. This file is being submitted as a part of actions to retroactively correct complaints initially determined to be not reportable by the manufacturer.

Event description:
It was initially reported the endoscope reprocessor had black debris in the tub. No patient infections or scopes with positive cultures were reported for this occurrence. The customer later reported black particles were not initially noted at the time of this event. However, since the manufacturer has record of service performed for this issue, this report will be filed for the "black debris in the tub."